Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value 499 mg/dl. Customer gave himself two manual injections and bolus and blood glucose went down to 396mg/dl but still they took him to emergency room. No troubleshooting done. The insulin pump will not be returned for analysis.